Event description:
The pt was implanted with a left ventricular assist device. The hosp reported cracks on the pt's pump. The pt said nothing abnormal was used to clean the pump. The pt received a pump exchange.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.